Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The registered nurse reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 55 mg/dl at the time of the incident and the current blood glucose was 101 mg/dl. The customer¿s blood glucose level was over 400 mg/dl and 83 mg/dl. It was reported that the blood glucose was going down and was treated with crackers, food and more juice. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis